Manufacturer narrative:
The coil is not attached to the pusher assembly. The proximal constraint ball normally attached to the coil is in place in the distal detachment tip (ddt). The stretch resistant (sr) member that connects the proximal constraint ball to the coil is broken at the wire/ball interface. The pet lock on the proximal end of the pusher assembly is intact which is consistent with an undetached coil. A portion of the unwound coil was returned with another manufacturer's gooseneck snare. This coil is broken. The unintended detachment of the coil reported in the complaint is confirmed. The cause of the detachment was a break in the sr member. The procedural details in the complaint are minimal, but it is likely that the break was a result of force placed on the coil in excess of the tensile specifications of the material during coil repositioning. Testing for this product lot showed that all tested units met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing a coiling procedure to treat an unruptured aneurysm. The first coil was deployed and detached without issue. The second coil went part way into the aneurysm but needed repositioning. The coil appeared to become stuck as an attempt was made to withdraw it, and it detached, leaving a long tail of the coil in the ica. Consequently, a gooseneck snare was required to retrieve the coil and a carotid stent was also used. The coiling procedure was completed with axium coils. The patient is in a good condition with no adverse effects.